Event description:
It was reported that before use when unit was powered on, the cs100 intra-aortic balloon pump (iabp) unit was found to have an electrical failure #58. There was no use by patients.

Manufacturer narrative:
Updated data: b4,g3,g6,h2,h10,h11corrected data: b5

Manufacturer narrative:
Updated data: b4,e1(name),e2,e3,g3,g6,h2,h10.

Event description:
N/a.

Event description:
It was reported that when unit was powered on, the cs100 intra-aortic balloon pump (iabp) unit was found to have an electrical failure #58. There was no use by patients.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Additional information: tel- (B)(6). A getinge field service engineer (fse) evaluated the iabp unit and was not able to duplicate reported failure after rebooting the pump. The fse performed functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
N/a.